Manufacturer narrative:
Visual examination of the returned driver revealed a fracture at the driver¿s distal tip. The driver was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear overload failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis for the expedium quick-connect si polyaxial screwdriver was conducted on the specific product code from this complaint file as the product family does not exist for this instrument. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon performed a revision of a previous l4-5 fusion with an extension to l3. When placing a fourth viper cortical fixation screw, the surgeon stated that he thought the expedium quick connect si polyaxial screwdriver had broken. When he removed the screwdriver, it was discovered that its tip had broken off in the head of the screw. He tried to remove the screw containing the broken tip using the ¿helicopter¿ method. When this method wasn¿t working, he tried using a threaded driver. The saddle of the viper cortical fixation screw came apart from the shaft of the screw. When attempting to remove the screw shaft, the screw wasn¿t turning, so it was decided to leave its shaft in the l5 pedicle to avoid damage to the patient who was already fused at l4-5. The broken tip was wedged in place and was not retrieved. The following mfg. Medwatch reports are being filed for the viper cortical fixation screw and expedium quick connect si polyaxial screwdriver: 1526439-2014-12201; 1526439-2014-12202.